Event description:
The clinic reported that a laser vision correction patient presented with photophobia, sub flap opacities and myokymia in the left eye approximately six months following a laser vision treatment. The patient was treated with topical steroids and the symptoms have improved but have not been eliminated as of the last visit. The patient uncorrected visual acuity is 20/15 in each eye.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and does not request or require field service or clinical support. All pertinent information available to amo has been submitted.    Placeholder.

Manufacturer narrative:
The clinic reported that a laser vision correction patient presented with photophobia, sub flap opacities and myokymia in the left eye approximately six months following a laser vision treatment. The patient was treated with topical steroids and the symptoms have improved but have not been eliminated as of the last visit. The patient uncorrected visual acuity is 20/15 in each eye. Placeholder.

Event description:
The clinic reported that a laser vision correction patient presented with photophobia and myokymia in the left eye approximately six months following a laser vision treatment. The patient was treated with topical steroids and the symptoms have improved but have not been eliminated as of the last visit. The patient uncorrected visual acuity is 20/15 in each eye.